Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the performa system within 10 minutes: 20.3 mmol/l at 5:57 a.m. And 7.1 mmol/l at 5:59 a.m. The customer received the following results on the performa system within 10 minutes: 18.7 mmol/l at 6:46 a.m. And 7.3 mmol/l at 6:46 a.m. No adverse event reported. Return of the suspect device was requested for evaluation.